Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged; however, this did not resolve the problem. Testing of the device revealed that it is not functioning. Revision surgery has been scheduled.